Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(4). Initial notes: customer called in stating she has a pump the 530 and last night she had crazy lows and couldn't seem to control and then she had high bg and then she went to the hospital and she changed the site twice and also spoke with the endo and she tested the insulin to come out and nothing came out inquired what led up to the complaint. Customer response: calling for high bg hospital and low bgs high bg t/s per (B)(4). Patient's bg at time of incident: 487 mg/dl. Patient's current bg: 245 mg/dl. Customer reports the following symptoms related to their high bgs: nausea vomiting happened twice today once at home and once at the hospital. Customer reports they feel okay to t/s. Customer reports they have a back-up plan available. Inquired if, and how, customer treated for high bgs. Found: with the pump and shot. Customer reports they have contacted their hcp regarding the high bgs. Explained the 2 high bg rule. Customer was in ER as a result of high bgs. Hospitalization details: nature of treatment. Findings: visit to ER .time and date of hospitalization: 12 pm (B)(6) 2017. Bg value when admitted to hospital: 497. Name of hospital: self. Name of patient/individual reporting: (B)(6). Phone number of hospital/reporter: (B)(6). Description of complaint: dka . Any significant events leading to hospitalization: low bg's prior the night before and she bounced between 40-70 for hrs . Cause of hospitalization per hcp: hyperglycemia . Document the outcome of the hospitalization: treated and released her . Was customer wearing the pump at time of hospitalization? Yes. Customer's outcome pertaining to the complaint: customer declined t/s on pump when asked for low and high bg. She felt unsafe using this pump. Advised I would replace pump and to revert to back up until replacement arrives. Explained aftercare e mail additional notes: she took it off and then sent four units through a bolus and nothing came out and motor didn't seemed like it move and she did at the hospital and saw nothing low bg's yesterday around 7 she noticed she was dropping and turned meter off for a bit when she tested she 78 and 20 min she was 40. She drank juice and treated then she was 75, waited another 10 min and turned the basals back and she tested later it she was 45 bg and then she called her endo and he was confused by and told to drink more juice. Endo told her to get bg to 150 and went to bed and she checked again at 12 am. She was 170g around 4 am. Sensor went off. Tested she was 548. And then she set her alarm after with a bolus and the meter read high and then she went back to bed and 2 hrs later 8 am she was very thirsty and the same thing it told her it was over 600 and she started for 600 bg through the pump and spoke with the endo and told her to keep testing every 2 hrs. She contained all morning and 12:30 pm, she started vomiting and she even took a pen injection and she changed her site. There was no kink and then she went to the hospital, she was 487 bg, then it look like it was coming down and brought her in ER and was given insulin through IV. Around 3 pm, bg was 192 and then she got nauseated again when she had high bg's and then she was 360 and "bg was the insulin wore off" and even though she was getting insulin through her pump and the motor wasn't moving. Ship: 1 pump / return: 1 pump.